Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2024. On the same day, it was reported that the pediatric patient experienced vomits and dka. The cgm reading was 159 mg/dl and there was no bg taken. The patient´s mother took the patient to the hospital. There they took a bg reading which was 329 mg/dl and the cgm reading was 229 mg/dl. The patient was treated with lantus insulin. The patient was discharged on (B)(6) 2024 at around 6 pm. At the time of the report the patient was recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid upon the arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.